Event description:
According to initial reports, "a formation of a pseudoaneurysm was recognized at a distant time. Reoperation followed." Patient current status ¿ recovered. Indication for surgery - acute type a aortic dissection. Procedure - aortic root and ascending aortic replacement. Anatomical site(s) where bioglue was applied - proximal and distal suture line, false lumen proximal end. Suturing technique - turn-up anastomotic technique.

Manufacturer narrative:
A review of the available information was performed. According to initial reports, an aortic root and ascending aortic replacement procedure was done. Bioglue was applied to the proximal and distal suture line, as well as the false lumen proximal end. The turn-up anastomotic suturing technique was performed and felt used for reinforcement. After the procedure, "a formation of a pseudoaneurysm was recognized at a distant time". The patient underwent a reoperation and has recovered. The following information is unknown: how much bioglue was used in the procedure, how long after the initial operation did the pseudoaneurysm form, and if the syringe was primed and de-aired. Per kitamura et al, pseudoaneurysm formation "is not a rare late complication late after repair of acute aortic dissection (mohammadi, s et al). The underlying mechanism of pseudoaneurysm formation is considered to be associated with tissue cutting due to the fragility of the dissected aortic wall at the anastomosis and from the chemical reaction to the aldehyde contained in the glue material (bingley, ja et al)." If bioglue was applied to extremely fragile tissue, this would raise the question of whether attempted salvage of the native aorta was an appropriate surgical decision. Perhaps the native tissue was too damaged to be repaired and an aortic replacement with a synthetic graft should have been considered in this case. Furthermore, while surgical glue is helpful in surgery for acute type a aortic dissection, it may also cause late pseudoaneurysm formation or valve deterioration when not used properly (kitamura et al). Pseudoaneurysm is a known complication in standard surgical repair. Dr. Fehrenbacher et al. Performed a retrospective review of 92 consecutive patients who underwent complex operation in which bioglue was used. Postoperative pseudoaneurysm formation occurred in 3.3% of the patients (fehrenbacher 2006). Weiner et al. Presented at 15th world congress of heart disease in vancouver, canada in july 2010 they identified 97consecutive patients in whom bioglue was used to reinforce thoracic aortic suture lines. During follow-up 2 patients were identified as having a pseudoaneurysm, the control group, without bioglue use, had similar incidences of pseudoaneurysm formation (weiner 2010). There is no definitive correlation between the use of bioglue and pseudoaneurysm formation. Pseudoaneurysm formation is a known complication in standard aortic dissection surgical repair. The possible application of bioglue to extremely fragile tissue raises the question of whether attempted salvage of the native aorta was the correct surgical decision. No further action recommended. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, "a formation of a pseudoaneurysm was recognized at a distant time. Reoperation followed". Patient current status ¿ recovered. Indication for surgery - acute type a aortic dissection. Procedure - aortic root and ascending aortic replacement. Anatomical site(s) where bioglue was applied - proximal and distal suture line, false lumen proximal end. Suturing technique - turn-up anastomotic technique.